Event description:
The pt has undergone 3 surgeries to date, the first on 5/10/93. 4 rods had been used to support the pt's back. One of the 7.0mm rods was found to be broken. All of the rods were replaced on 6/6/97.